Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a rectum resection and cystectomy procedure, after firing not all of the staples were closed. Some of them remained at/in the cartridge. No further details available. Another like device was used to complete the procedure. There were no adverse consequences for the patient.